Event description:
It was reported that: "dr. Removed well fixed femoral component. Dr. Removed well fixed tibial component. Knee was well fixed and well aligned with rom 0(degree) 120 (degree). Knee was lax in a/p plane and painful. Dr. Stated revision was not related to components.

Manufacturer narrative:
Method: device mfg history records, complaint history and IFU review. Triathlon-cr femoral component cemented #2 left, cat#: 5510-f-201, lot ID: sphcx and x3 triathlon cs insert #3 13mm, cat#: 5531g313, lot ID: lcb363 were also listed in this report. Based on previous investigations, the root cause of the reported event is likely to be pt or user related. The per database shows that there have been other similarly reported events regarding pain for the triathlon product family. There have been no other events for the lot ID: aihh. As with any surgery, pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the pt is experiencing. Previous investigations completed to date indicate that the root cause was not device related. Discussion with the sales rep indicated no additional info is available. In addition, the event description indicates the surgeon believes the revision surgery was not related to the components. The device mfg history record for the lot ID: aihh indicates that devices were mfg and accepted into final stock with no reported incidents related to the reported event.